Manufacturer narrative:
On 17 march 2017 the medical affairs performed a clinical evaluation and commented as follows: hip revision surgery occurred 3 weeks after primary tha. Radiographic images show a subsided stem. The stem looks undersized and in varus position. This may be due to individual peculiarities of the patient anatomy that cannot be perceived by the single-view x-ray. There is no reason to suspect that this event is due to a faulty device. Batch review performed on 20 march 2017. Lot 150979: (B)(4) items manufactured and released on 29 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient had pain over the hip. At x-ray examination it was discovered the stem had subsided and the hip was unstable. A revision surgery has been performed. The surgeon stated that the x-rays clearly show primary stem was undersized, so this is a surgeon error, not implant fault.